Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient suddenly stopped feeling stimulation with their lumbar system. Caller stated they met with patient last week and found that contact 15 had impedance issues. Caller stated contact 15 wasn't active in programming and they were able to program around it. Patient is a high energy user and uses high ma. However, today using 5 cathodes, 1000 pw, rates between around 13-40 hz and going up to 30 ma, patient wasn't feeling any stim nor feeling anything elsewhere (pressure, shocking, jolting, etc.) Caller stated that system will eventually go into oor but seems delayed and won't kick in until they have stopped the ramping increase. Caller stated fluoro was done and nothing remarkable was seen. Caller mentioned they were trying to think of everything as they've had a "few rare instances of this happening". Caller stated the patient's other system is functioning although patient would like reprogramming today. The caller was not with the patient. Technical services (tss) suggested testing impedances in various positions, considering fluid in the header block or other patient/anatomy related root cause. Tss reviewed if hcp decided to go intra-op, they could test leads on their own to see if there were any impedance issue or anything going on at the header block. The rep clarified the "few rare instances of this happening" was referring to the remarkable amount of energy required, not a specific previous event. Rep clarified there was high impedance of 31,400 on contact #15. The cause has not been determined, but the patient has been referred to neurosurgery for a potential paddle swap/revision.